Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the coming off the connector lock of the subject device which was between the sockets and the printed circuit board due to the vibration such as the transportation when the subject device was shipped. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed during the unspecified diagnostic procedure. The user changed to another device and completed the procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. The exterior of the subject device had no abnormality. Also there was no stain and corrosion in the video connector socket of the subject device. It was found the loosed socket on the printed circuit board of the subject device which might have caused the poor connection between the subject device and the endoscope. There was no patient injury associated with this report.